Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator had a 'vent inop' alarm upon powering up of the unit and 'motor fault' was noted on the event log. No leds were also visible on the motor pcb (printed circuit board). There was no patient involved in this reported event.